Manufacturer narrative:
(B)(4). Physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly at the failure analysis ctr and was unable to duplicate the reported failure. Physio found a capacitor shorted and burned open. However, further conclusive cause of the failure was not determined.

Event description:
Physio-control evaluated the device and found that it was not able to charge and deliver defibrillation energy. There was no pt use associated with the event.